Event description:
It was reported that an infusor under infused. The pump was filled with an unknown amount of 0.2% ropivacaine hydrochloride hydrate. The actual flow rate is unknown, but it was reported to be slower than the expected. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Manufactured on april 21, 2013 to april 22, 2013. Evaluation summary: the device was returned for evaluation. A visual inspection did not identify any abnormalities. The device was subject to a functional flow rate test and it was found to flow within specification. The evaluation of the device did not identify any malfunctions with the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.